Event description:
Related manufacturer reference number: 2017865-2023-17642, related manufacturer reference number: 2017865-2023-17644, related manufacturer reference number: 2017865-2023-17646. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination, it was noted that there was high and low pacing lead impedance, lead fracture and no capture threshold on the left ventricular (lv) lead along with high pacing lead impedance, elevated capture threshold and lead damage on the right ventricular (rv) lead. It was noted that there was lead damage on the right atrial (ra) lead from being twisted up for an unknown amount of time. After further assessment in clinic, chest x ray confirmed that implantable cardioverter defibrillator (ICD) had migrated and all the leads were dislodged due to twiddler's syndrome. The ICD, lv lead, ra lead and rv lead were explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout.